Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Additional information from user facility report: date of this report: (B)(4) 2012, (B)(6).